Event description:
A nurse in ICU picked up a dual signature pump by the handle. The handle broke off, the nurse tried to catch the falling pump and injured her hand. The handle on this pump had previously been glued and screws placed onto the handle to secure the handle to the pump by the hospital biomed department. Initial information regarding the extent of the nurse's injury was inconclusive. Additional information was requested, and an update was received 10/03/2006. The hospital informed cardinal health that the nurse sustained a sprained wrist; the thumb was also sprained. She has had at least 7 seven days or more off from work. She did seek medical advice. She did go back to work after this time frame, but it was too early and she ended up exacerbating her injury. Her treatment was physiotherapy which she is still having, and she is wearing a splint on her hand. She is on a graduated return to work program. Cardinal health affiliate did initial investigation and now the pump is being sent to cardinal health san diego for further review.

Manufacturer narrative:
Manufacturer's report date: 11/03/2006. Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. A follow-up MDR will be submitted when the investigation is complete.